Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ceasarian section. Event description: we are reporting from the university hospital from [name]. Gynecology and obstetrics. We are using the alexis retractor for the c-sectio and had two small incidents now: once a bladder lesion occurred during a 3rd sectio and another time an opening of the parietal peritoneum occurred during a primary sectio. Additional information received by applied medical representative on (B)(6) 2023 via complaint form: after we removed the alexis, we saw that the peritoneum towards the bladder and in the spatium vesico-uterina was partially detached. We reattached this as best we could. It was a primary sectio; the patient was not pre-operated. It could only have come from the alexis, as we did not use any other instruments in this area. No changes in health resulting from this event. We reattached this as best we could. (Sutures). Mother and baby are fine. Ceasarian section. Intervention: we reattached this as best we could. (Sutures) patient status: opening of parietal peritoneum occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on input provided by a medical subject matter expert, the patient injury could have been caused by the inner ring being placed incorrectly inside the patient. If a finger sweep was not done around the area after incorrect placement of the inner ring to correct its position, it is possible for tissue to be trapped by the device when the outer ring was being rolled down, which could result in patient injury. Applied medical¿s instructions for use (IFU) states, "sweep area to ensure tissue is not trapped between ring and tissue layer." In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ceasarian section. Event description: we are reporting from the university hospital from [name]. Gynecology and obstetrics. We are using the alexis retractor for the c-sectio and had two small incidents now: once a bladder lesion occurred during a 3rd sectio and another time an opening of the parietal peritoneum occurred during a primary sectio. Additional information received by applied medical representative on 9feb23 via complaint form: after we removed the alexis, we saw that the peritoneum towards the bladder and in the spatium vesico-uterina was partially detached. We reattached this as best we could. It was a primary sectio; the patient was not pre-operated. It could only have come from the alexis, as we did not use any other instruments in this area. No changes in health resulting from this event. We reattached this as best we could. (Sutures). Mother and baby are fine. Ceasarian section. Intervention: we reattached this as best we could. (Sutures) patient status: opening of parietal peritoneum occurred.